Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (128-fxxx) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: a review of the black box showed multiple reboots. The battery compartment was cracked and the returned cap was unable to tighten to the pump; no power loss was observed. The pump cover was opened and internal moisture was found in the pump and on the motor circuit. Unrelated to the complaint, evaluation revealed the audio bolus button cover was detached and evidence of moisture corrosion was found on the key contact.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.